Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a thirty five-degrees between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the bent lead tip.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant this right ventricular (rv) lead got damaged and it was noted that the lead helix was fractured during the implant thus out of rang pace impedance measurements were noted. A new lead was used. No adverse patient effects were reported.